Event description:
Account alleged that the head section will not raise. No patient impact.

Manufacturer narrative:
Technician found the cause to be a stuck head up valve solenoid on the hydraulic manifold. The technician replaced the head up valve solenoid on the hydraulic manifold to resolve the issue.